Manufacturer narrative:
(B)(4). Device returned to MFR: root cause corrected from anticipated procedural complications to operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that device embolization occurred. In (B)(6) 2016, a left atrial appendage (laa) procedure was performed and a 24mm watchman ® laa closure device was implanted successfully although some views had a 22mm compression. At the 45 day follow up in (B)(6) 2016, it was noticed that the device embolized from the laa into the aorta. Two days later, the device was removed by snaring it into an 18 french sheath. There were no patient complications. The patent's condition is stable and they are currently home.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that device embolization occurred. In (B)(6) 2016, a left atrial appendage (laa) procedure was performed and a 24mm watchman ® laa closure device was implanted successfully although some views had a 22mm compression. At the 45 day follow up in (B)(6) 2016, it was noticed that the device embolized from the laa into the aorta. Two days later, the device was removed by snaring it into an 18 french sheath. There were no patient complications. The patent's condition is stable and they are currently home.